Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. As it was further confirmed that the user facility implemented the reprocessing in line with the instructions for use, the cause of the suggested phenomenon could not be presumed further. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, as noted, a foreign material was found in the nozzle of the unit confirming a reprocessing failure. Additionally, the illumination lens adhesive was peeling. There was play in the angle. The object lens adhesive was cloudy, and the distal adhesive was missing. The distal end and flexible tube both had scratching present. The flexible tube was also found deformed and discolored. The air/water cylinder was corroded and had paint peeling. The suction cylinder was in the same condition as the air/water cylinder. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope due to an air/water flow issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient or incorrect reprocessing. This report is being submitted to capture the insufficient or incorrect reprocessing confirmed during the device evaluation.